Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: it was not clipping down on the vessel, not slipping. No additional information at the time of the call; was reading from a note.

Event description:
It was reported that during a laparoscopic gb procedure, that the clip was crossing over and not slipping down on the vessel. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.